Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a low shock impedance on a non-boston scientific right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
Attempts were made for resolution, however, no further information has been provided. This investigation will be updated should further information be provided.